Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during continuous venovenous hemofiltration with a prismaflex st 100 set, described as "just after the blue tube at the blood return end of the consumable was connected to the threaded port of the patient's hemodialysis catheter and the treatment was initiated, blood leakage was immediately noticed at the connection point". The set connector was noted to have a "loose fit". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.